Event description:
This is a spontaneous report by a nurse from (B)(6) of aseptic peritonitis in an (B)(6) male patient coincident with dianeal pd1 1.36% and nutrineal pd4 unknown bag therapies. On an unreported date, the patient began treatment with dianeal pd1 1.36% and nutrineal pd4 unknown bag (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis. The patient was treated with vancomycin 1 gram for 2 days (route not specified) and rocephine 1 gram for 12 days (route not reported). On an unknown date, the patient recovered from the aseptic peritonitis. It was unknown if pd therapy had continued. Medical history and concomitant medications were not reported. The nurse believed the event of aseptic peritonitis was possibly related to dianeal and nutrineal therapies.

Event description:
During initial assessment of a returned homechoice device,an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 10. The ultrafiltration was 1873 milliliters (ml). The programmed fill volume was 2200ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of iipv found in the device logs. The cause of the iipv was determined to be: insufficient drain. Use error. Tidal uf removal set too low. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse stated that the patient was doing well on the new cycler. The nurse stated that she would follow up with the patient to make sure the settings were correct on the new cycler. The nurse confirmed that no medical intervention or patient injury was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up MDR.